Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the connector was broken. It was also observed that the device looked yellowish due to multiple uses. Upon closer observation at the failure location, there were crazed lines found stretching across the connector body. The crazed lines are smooth to the touch. It was reported that the type of washing agent used on the device was "reda multi-zyme". The device was manufactured in 2016. The manufacturer reports that the failure was most likely due to a chemical reaction. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint was confirmed. The use of non-compatible detergent or concentrated detergent or add on washing agents such as a lubricant on a lma device could possibly have adversely impacted the sturdiness of the connector, which could result in breakage when external force was applied.

Event description:
Customer complaint reported as: "the 15mm connector broke off during extubation of the lma proseal from the patient and disconnecting the ventilator from the lma proseal". No patient harm was reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). User facility reported the device was re-sterilized/re-processed 5 times prior to the alleged issue.

Event description:
Customer complaint reported as: "the 15mm connector broke off during extubation of the lma proseal from the patient and disconnecting the ventilator from the lma proseal". No patient harm was reported. Patient condition reported as "fine".